Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-03820 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen coaccess electrode system were used during a renal rfa (radiofrequency ablation) procedure performed on (B)(6) 2010. According to the complainant, the patient suffered two distinct burns under two of the four patient return grounding pads. The cancer/lesion was within the body of the kidney, but extended very close to the collecting chamber so the patient had a continual flow of dextrose being infused up his urethra and into his kidney to cool and protect the collecting chamber. The machine was run as per protocol for a 3.5cm coaccess needle. Three cycles of 15 minutes were performed. On the fourth cycle, the electrode was slightly re-positioned and after 10 minutes roll-off occurred. However, when the grounding pads were removed the patient had red inflamed patches under two of the four pads which required dressing. The account further indicated that during the procedure, chilled saline bags were placed on top of the grounding pads to dissipate the heat. The patient's condition at the conclusion of the procedure was reported to be stable. Additionally, the account indicated that the customer was discharged in the usual manner without issue.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-03820 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen coaccess electrode system were used during a renal rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, the patient suffered two distinct burns under two of the four patient return grounding pads. The cancer/lesion was within the body of the kidney, but extended very close to the collecting chamber so the patient had a continual flow of dextrose being infused up his urethra and into his kidney to cool and protect the collecting chamber. The machine was run as per protocol for a 3.5cm coaccess needle. Three cycles of 15 minutes were performed. On the fourth cycle, the electrode was slightly re-positioned and after 10 minutes roll-off occurred. However, when the grounding pads were removed the patient had red inflamed patches under two of the four pads which required dressing. The account further indicated that during the procedure chilled saline bags were placed on top of the grounding pads to dissipate the heat. The patient's condition at the conclusion of the procedure was reported to be stable. Additionally, the account indicated that the customer was discharged in the usual manner without issue.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. Environmental stress testing, under conditions of high and low temperature, high and low margin (supply) voltage, and short-circuit shutdown, was performed. The generator did not exhibit any malfunction which could account for the event. Furthermore, the device passed all performance criteria of its final test procedure. The condition of the returned incident device showed no evidence of any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number. A labeling review was performed and no anomaly was found. (B)(4).

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).